Event description:
It was reported that the left monitor on the 9800 system was flickering prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The display adaptor board was replaced and the connections were re-seated during the service call. The system was tested and found to be working as intended and put back into service.